Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 5/17/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 300cc saline prosthesis, catalog: 3501650, serial number: (B)(4), lot: 5986768 (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 65 year-old caucasian female patient underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 425cc gel prostheses on 6/1/2018. No complications were noted. The device was received at mentor without fluid. Yellow material was observed within the device. During evaluation a crease was observed on the anterior and extending to the posterior aspect. A rent was also observed within the crease on the posterior aspect, measuring approximately 0.1 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. The device history record (DHR) for the lot number 6869201 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. At this time is not possible to determine the origin of the yellow material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 6/11/2018, mentor received additional information: the patient underwent bilateral removal and replacement with mentor memorygel breast implant 425cc gel prostheses. No complications were noted. Implantation date: (B)(6) 2018; date of event: (B)(6) 2018. Manufacturer¿s reference number: (B)(4).